Manufacturer narrative:
H11: corrective data: corrective section: h6 (investigation conclusions).

Manufacturer narrative:
Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from the progression of the disease or from endocarditis. The root cause of this event cannot be conclusively determined with the available information. Follow-up is in progress regarding the availability for device return. At this time, no response has been received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve was explanted after an implant duration of seven (7) years, nine (9) months due to dehiscence and pseudoaneurysms at the aortic root. The explanted valve was replaced with a 23mm 11060a avc. Per the medical records, the patient had a history of ascending aortic aneurysm s/p bio-bentall procedure (25mm magna ease valve+28mm valsalva graft). The patient presented with dehiscence of the old aortic bioprosthesis and the whole bio-bentall from the aortic annulus. There appeared several outpouchings and pseudoaneurysms coming off the lvot and in the area of the aortic annulus just underneath the coronary button. The valve seemed to be functioning well with no significant stenosis or any significant insufficiency. The entire aortic root graft did not appear to be well incorporated into the surrounding tissue, and there was suspicion for some indolent low-grade infection. The patient underwent a bovine pericardial patch repair to reconstruct the anterior mitral curtain as well as the lvot for several large pseudoaneurysms, redo bentall procedure, and cabgx2. The valve was removed. The explanted valve was replaced with a 23mm 11060a aortic valved conduit. The valve and the bovine patch seemed to be seated well. The patient tolerated the procedure well and was transferred to the ICU on multiple vasopressors for hemodynamic support. On pod #2, the patient was easily weaned and extubated from the ventilator and weaned from pressor support. On pod #4, the patient had a very brief a-flutter. He was started on a low-dose lopressor and remains hemodynamically stable. On pod #6, the patient was discharged home in stable condition.